Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broaching with size 6 actis broach and tip broke off inside the broach. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the broach broke at the junction that attaches to the handle yes. Device history review: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: removed pe code foreign body left in patient.